Event description:
Additional information was received regarding the event. It was reported that anteroposterior and lateral x-ray taking lumbar fusion provided. An interesting construct with an oblique arcutation of the bilateral rods are present. There at least one partial screw shrink contained in the supervalu vertebral body consistent with the provided history of fracture.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a revision surgery, in which the previously implanted broken hardware was removed. Two distal tips of the broken screws could not be retrieved during this case and remained encapsulated within the vertebral body. New screws, rods, cage and set screws were also implanted in the patient during this surgery. On an unknown date, post-op, the hardware (including the alleged rod) that was implanted in 2018 loosened. Hence, the patient underwent a revision surgery on (B)(6) 2020, in which all the hardware except the cage was pulled out. The surgeon did not remove the cage as he felt that it was well fixated in place with what looked like bony in growth. The two broken screws, that were already present in the patient during 2018 surgery, were also not explanted. As reported by the sales rep, the facility would not return the alleged product for 2 years from the date of removal surgery.